Event description:
A consumer reported his vision in his right eye filled with black dots and then everything went dark following intraocular lens (iol) implant surgery. He reported he went to the doctor and was told he had a vitreous hemorrhage. The consumer did not provide surgeon contact info; therefore, f/u could not be conducted.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. The consumer did not provide surgeon contact info; therefore, f/u could not be conducted. (B)(4).